Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a communication issue. The technical support specialist found that the customer's backup jobs failed due to the large size of the columns 'dsserveroltp.outboundmessage.messagexml' and 'dsserveroltp.receivedmessage.messagexml'. This caused the transaction log file to fill up the e drive. The customer further increased the available spaces on the e drive and eliminated these columns from their backup job and confirmed that the station was now communicating normally. The serial number, UDI and manufacturing date fields are kept blank since the given asset information is found to be an es server. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system experienced a communication issue, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.